Event description:
The user facility reported a 58-year-old male with an impella cp was to be escalated to an impella 5.5 pump. The 5.5 pump failed to deliver so the team replaced with an impella cp. The patient then developed ischemia in femoral. The team made the decision to explant the impella cp and instead inset an intra-aortic balloon pump and medical therapy.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the limb ischemia issue was due to patient condition related with patient having pad/pvd vessel condition and being vasculopath. The failure mode will be monitored and trended.